Manufacturer narrative:
(B)(4). D10: 110024461 g7 dual mobility liner 38mm c lot number unknown, 650-1159 delta cer fem hd 28/-3mm t1 lot number is unknown . G2: foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on with no complications noted. The patient dislocated once and was corrected with closed reduction. A second dislocation occurred which was also corrected with closed reduction. By the 3 year post op follow up, the patient was not experiencing any pain. A definitive root cause cannot be determined multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 01532 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent closed reduction 2 weeks post op due to dislocation. The patient required a second closed reduction at 4 months postop due to dislocation that resulted from a position change. There is no additional information available at the time of this report.